Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to periprosthetic fracture stem. Revision njr number: (B)(4). Side: l. Primary asa: p2 - mild disease not incapacitating. Components not revised: pha06268 lot 385 procotyl l beaded and ha coated cup size 58mm.